Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome would not hold pressure. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that the unit would not hold pressure. No patient harm and no delay in surgery. The event occurred during preventative maintenance.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on may 25, 2018, it was reported that the unit would not hold pressure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on june 12, 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications. The head had visible damage and it was noted that the device has never been in for repair and the internal components were very corroded. Repair of the air dermatome was performed by zimmer biomet surgical on june 12, 2018 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the motor operated within motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor operated within motor speed specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.